Manufacturer narrative:
This complaint has been re-evaluated as part of a corrective action related to an observation on risk management identified during an FDA inspection. H6 - heath effect code: no code available for "cutting patient's throat" investigation: neither sample nor picture was available for investigation, visual inspection was not performed. Per the customer reported failure, "the product cutting patient's throats", may be caused by excessive force during insertion or by sharp edges on the product. The patient was involved, but their condition is unknown. Due to limited information, the root cause cannot be determined. No corrective actions will be taken at this time.

Event description:
We have been receiving a lot of provider complaints about the lma's cutting patient's throats. Specifically the 3244.